Manufacturer narrative:
Results of investigation: the fa lab received the suspect component and installed it in a known good unit. When the unit was power on ventilating mode, the device was alarming transducer (xdcr) fault and ventilator inoperable (vent inop). The root cause was found and isolated to a faulty turbine pressure transducer and a faulty exhalation flow transducer.

Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4) carefusion field service report: carefusion field service representative (fsr) evaluated the suspect device. The device was ran for 30 minutes without issues and suddenly "vent inop" alarm display occurred. A main printed circuit board (pcb) was ordered and after receiving the replacement part, the repair and evaluation will be completed.

Event description:
The customer reported vent inop on the vela ventilator. The customer reported patient involvement but no allegation of patient injury/harm.